Event description:
Discrepant advia centaur troponin results were obtained on patient samples. The results were reported to the physician (s). The samples were repeated on a second advia centaur and corrected results were reported. There was no patient intervention or report of adverse health consequences due to the discrepant troponin results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data, indicate that the cause for the discrepant troponin results was due to the depletion of the wash 1. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.